Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a prostyle device. Reportedly, while using two perclose devices during a femoral angioplasty procedure, both devices failed as they disengaged before being activated. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. There is not enough information to determine actual event nor cause. It is possible the plunger was caught on gloves and pulled out of the handle inadvertently; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to fire was confirmed as a failure to cycle. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, an anterior needle to cuff miss occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 correction: device returning from no to yes. H6: correction: component code 4755 was removed and codes 752, 3126, 3088, and 562 were added. H6: correction: investigation findings code 3221 was removed, and code 114 was added. H6: correction: investigation conclusions code 4315 was removed, and code 4311 was added. H11: additional manufacturer narrative: revised.